Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to an infection at the insertion site. No new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling, well-understood factors likely contributed to the event.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to an infection at the insertion site. No new device was implanted. No additional adverse patient effects were reported.